Event description:
Hcp reported "catheter revision due to leaking/hole". The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.

Event description:
Additional info from the hcp rec'd. The pt developed postural headaches with decreased pain control. A dye study demonstrated an interruption of the catheter. The catheter was replaced. The pt recovered without sequela.